Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) was observed. The case was completed with radiofrequency. An x-ray was performed and confirmed that pnp did not recover. No further patient complications have been reported as a result of this event.